Event description:
It was reported that at the end of (B)(6) (the exact date was not reported) the pump ran out of medicine. She was unable to get into the doctor until september. It was noted that the patient was working with a new doctor but was not able to get into consultation until (B)(6). It was noted that the patient ¿will go from there.¿ the device system was used to infuse bupivacaine, baclofen and dilaudid. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: 2007-(B)(6), product type catheter. (B)(4).